Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was a temporary communication error (ecomm) between the etco2 module and the asm software. After restarting the asm software and rebooting the pcu8015, the etco2 module passed the co2 sensor test successfully, indicating that the issue was likely resolved by resetting the communication. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed co2 sensor test during preventive maintenance . There was no patient involvement.